Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited high threshold measurements and loss of capture (loc). Programming changes were made and the patient was referred for further evaluation for an unknown date in the future. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the ra lead was observed to be functioning appropriately with no further loss of capture (loc). No interventions were planned or undertaken.